Event description:
Doctor reported a pt having a central, infectious corneal ulcer in right eye. Pt was treated with vigamox and condition resolved. Doctor noted that the pt sleeps in the contact lenses all the time. No culture was performed.

Manufacturer narrative:
The contact lens involved in the event was not returned for evaluation. The lot device history records were reviewed and show that all requirements were met. The treating doctor does not know the cause of the event and noted that the pt sleeps in the contact lenses all the time. Based on all info, no causal factors can be determined, and no conclusion can be drawn.